Event description:
It was reported that a mitroflow valve was explanted due to aortic stenosis and regurgitation secondary to deteriorated leaflets. The valve was replaced with a edwards inspiris size 19 valve. The patient had a history of congestive heart failure, copd, hypertension and mitral valve regurgitation.

Manufacturer narrative:
The manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # dla21, s/n # 369966, as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a dla21 mitroflow aortic pericardial heart valve at the time of manufacture and release. Based on the evaluation of the patient's demographic data (height and weight) the patient's risk of patient-prosthesis mismatch was determined to be low-moderate. The returned vale was received deeply deteriored, with evident signs of organic deposition on the tissue and portions of the stent uncovered. The valve also presents stitching residues on the ring. Investigation is ongoing. Updated fields: b5, b7, d4, d10, h3, h6.

Manufacturer narrative:
Visual inspection of the returned device revealed vegetating calcifications in all the leaflets and tears on all of the leaflets. There was pannus overgrowth on the inflow sewing ring of the device which protruded 2-6 mm into the lumen. X-ray analysis confirmed the presence of intrinsic calcifications in the leaflets. Hystological analysis revealed that the collagen bundles were disrupted and homogenated. Red blood cells were visible on the leaflets, and fibrous pannus was visible on the mesothelial surface. Pericardial delaminations were also detected. Bacterial was not detected with gram staining. Based on the investigations performed, leaflet calcification caused stiffening and led to progressive valve stenosis. Pannus overgrowth into the lumen also contributed to stenosis. Aortic stenosis likely resulted from leaflet tears and inadequate leaflet coaptation caused by calcification. There was no evidence of endocarditis in the returned device. It is possible that the patient's specific clinical condition contributed to the reported event (congestive heart failure, hypertension, mild-moderate patient-prosthesis mismatch); however, this cannot be confirmed and the root cause ultimately remains unknown.

Event description:
It was reported that a mitroflow valve was explanted. No other information was provided.